Event description:
It was reported that the patient developed an irritation at the pod¿s infusion site (unspecified) while wearing the pod. The infusion site was reported to have little wounds under the pod adhesive. The patient went to their routine appointment with their healthcare professional and was prescribed unspecified adhesive removal spray to be used every time the pod needs to be removed. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.